Event description:
It was reported that the patient had never had therapeutic effect and had stimulation in the wrong location. The patient also noted that ¿what I have does not work.¿ the patient reportedly had stimulation going down their leg even though they did not have any pain in her leg. The patient also reportedly had pain in their lower back, upper back, and left shoulder. It was also noted that these symptoms had occurred since implant on 2013 (B)(6). Please refer to manufactures report # 3004209178-2013-16491 for additional information on a related event.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).